Manufacturer narrative:
(B)(4). One used transfer set was received with cap on dark blue connector and no cap on patient connector in reference to leak. A lab titanium adapter was functionally hand tightened without difficulty. The transfer set was then tested underwater with leak noted. Set was visually inspected and noted that one of the occluder feet was broken. The complaint was confirmed in the lab for a crack. A batch review was not performed as lot information was not known. Based on the information gathered during baxter?s investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has been requested. Should additional information become available, a follow up will be sent.

Event description:
A nurse reported to baxter that liquid could not be stopped (even if closing the clamp) with the transfer set. The transfer set was in use for a month and there was no use of additional disinfectant. There was no patient injury or medical intervention reported.